Manufacturer narrative:
Review of instrument images: cell 1, reacted negative, negative for e, visual appearance negative. Cell2, reacted negative, homozygous for e, visual appearance weak positive. Cell 3, reacted negative, negative for e, visual appearance negative. Positive control well reacted 4+ positive. Visual appearance positive. Cell 2 was positive but was called negative by the instrument. This issue was communicated to customers in technical (B)(4) on (B)(6) 2009. Customers were advised to visually inspect all negative reactions. A service call was made. Unexpected reactions checklist was performed. Some modules contained excessive salt deposits. Cleaned probe and probe housing assembly. Leaned rinse station and replaced filter. Replaced probe supply tubing from fluidics to main. Leaned and rinsed wash manifold. Instrument was tested and is operating within specifications.

Event description:
Customer called reporting unexpected negative reactions on the echo when testing patient samples with capture-r ready screen 3 (crrs 3). The results were visually positive, but were called negative by the instrument. An anti-e was detected with capture-r ready ID (crrid) on the echo. The crrid reacted 1+ to 2+ positive.